Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, a cause for the reported slda appears to be related to a combination of patient morphology/pathology and procedural factors. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr) and an enlarged atrium for a mitraclip procedure. During the procedure, a mitraclip xt was successfully placed. After deployment, there was a single leaflet detachment (slda) and the clip became detached from the anterior leaflet. Two additional mitraclips were implanted successfully for stabilization and to further reduce the mr. The procedure was discontinued, the final mr was grade 3-4. There were no adverse patient sequela or clinically significant delays reported.